Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the wcs. The catheter was pulled back to assess the adhesion of the wcs to the pebax. The wcs did not fall out. The wcs was tugged on to remove it from the catheter. There was strong evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the braid imprint on the pebax and the proximal portion of the wcs braid remaining attached to the pebax. The complaint was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the biliary duct in an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2017. According to the complainant, during procedure, when taking biopsy samples, it was noticed that the working channel of the spyscope ds protruded from the catheter and affected the field of vision. The physician continued the biopsy and the procedure went well. Reportedly, no part detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.